Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: it was reported, that: dual mobility bearing was assembly off table. Construct was stable and head was moving freely inside bearing. This construct was then brought over to the patient to assembly on trunion of stem. Construct was placed on trunion and impacted to engage, after impacting and testing the junction for stability the surgeon noticed the whole construct came off, and a small piece of the ceramic head has been chipped off. No ceramic pieces landed in the patient. A visual inspection of the delta ceramic femoral head 28/0mm t1 (item: 650-1158 lot: 3062076) shows a large chip out of the ceramic head from the internal taper through to the external spherical diameter also there are dark metallic marks around the chamfer at the top of the type 1 taper most likely caused by the assembly onto to hip stem. A dimensional inspection was not carried out as it is not relevant to this event. The likely condition of the device(s) when it/they left zimmer biomet is conforming to specification. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. It has been confirmed that the item is not within the scope or subject of any field actions or recalls which could be attributed to reported event. This device is used for treatment. The definitive root cause of this event cannot be determined with the available information; however, the dark marks on the edge of the chamfer at the top of the type 1 taper suggest that the head was not correctly aligned prior to impaction this may have been a contributing factor. A review of the complaints database shows that we have received 1 reported events for implant fracture for the same item number 650-1158 prior to the reported event. The risk assessment confirmed that the reported harm/hazardous situation, implant fracture, is addressed for the reported product, however, as the failure mode associated with the reported event is unknown, a specific risk line item cannot be identified. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated. No corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: dual mobility bearing was assembly off table. Construct was stable and head was moving freely inside bearing. This construct was then brought over to the patient to assembly on trunion of stem. Construct was placed on trunion and impacted to engage, after impacting and testing the junction for stability the surgeon noticed the whole construct came off, and a small piece of the ceramic head has been chipped off. No ceramic pieces landed in the patient. Patient involvement. Addi 23 dec 2021 hospital details: (B)(6) hospital, (B)(6). No additional information are available.

Manufacturer narrative:
(B)(4). Additional information received: hospital details: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that a dual mobility bearing was assembly off table. Construct was stable and head was moving freely inside bearing. This construct was then brought over to the patient to assembly on trunion of stem. Construct was placed on trunion and impacted to engage, after impacting and testing the junction for stability the surgeon noticed the whole construct came off, and a small piece of the ceramic head has been chipped off. No ceramic pieces landed in the patient.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical products: customer has indicated that the product is available for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that a dual mobility bearing was assembly off table. Construct was stable and head was moving freely inside bearing. This construct was then brought over to the patient to assembly on trunion of stem. Construct was placed on trunion and impacted to engage, after impacting and testing the junction for stability the surgeon noticed the whole construct came off, and a small piece of the ceramic head has been chipped off. No ceramic pieces landed in the patient.